Event description:
An impella cp was inserted via the right femoral artery to support the 56 year old male who had been admitted in acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was also supported by the primary device of extra corporeal membrane oxygenation (ECMO). The cp would vent the ventricle for ECMO support. The underlying medical history was not shared. The day of the implant there was an access site bleed. Access site bleeding is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e. The bleed had saturated the access site dressing. The team monitored the clotting lab, ptt, and gave blood products to treat the blood loss. The amount of blood units given was not shared. While on support the cp functioned as expected, p-2 with 1.9l/min flow with d5w with sodium bicarbonate in the purge solution. After 3 days of support the pump was weaned and explanted to escalate to the impella 5.5 placed via the axillary artery. The patient survived the cp and 6 day 5.5 support. The impella cp device was exchanged for impella 5.5 without any observed impact on the patient¿s hemodynamic status.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction/ minor bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.